Event description:
The rep reported over a month later that the physician did not remember where the connections between the lead and extension were located. Coverage is sufficient for the patient, stimulation is able to manage the motor symptoms. The patient has some benefits. It was noted that the right impedances were high and could be that it has not changed since 2013.

Manufacturer narrative:
(B)(4).

Event description:
The rep reported that they will meet with the patient's physician on (B)(6) 2016, and will probably have an update then. The rep reported two days after meeting with the physician that the right side high impedances was immediately after implant in 2013, and could not have changed since then. Coverage was sufficient, stimulation was able to provide benefit on motor symptoms. The clinical situation has been stable since (B)(6) 2013. The patient has benefited from the deep brain stimulation (dbs) therapy. The patient succeeds with support to walk alone, he goes for physiotherapy. The patient has psychiatric problems. No further actions will be taken. The patient refuses any device revision or replacement.

Manufacturer narrative:
Product ID: 3389, lot# unknown, product type: lead. Product ID: 37601, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 3389, lot# unknown, product type: lead.

Event description:
The company representative (rep) reporter that the impedances were not okay. The implantable neurostimulator (ins) was implanted on the right side. The patient has developed over time a dystonia that lead to a rotation neck to the right side; she was dyskinetic on the left side. The patient has continued involuntary movements to the left arm. It was noted that the patient was very thin, she weighs (B)(6). After the patient received an ins replacement in 2013, the impedances on the right sight continued to be high. The patient suffered a head injury, but the radiological investigation was negative. The patient did not want to undergo a lead replacement at that time. The impedance measurements were performed at 3v: left c <(>&<)> 0 31401 0 <(>&<)> 2 27785 c <(>&<)> 1 2981 0 <(>&<)> 3 28543 0 <(>&<)> 1 34509 2 <(>&<)> 3 54 right c <(>&<)> 8 3620 8 <(>&<)> 11 4389 c <(>&<)> 9 7732 9 <(>&<)> 10 7656 8 <(>&<)> 9 9161 9 <(>&<)> 11 8659 it was unknown what led to this event. No intervention or actions were performed to resolve this issue. Further stated that no surgical intervention occurred, nor was planned. The issue was not resolved at the time of this report. The rep was following up with the patient's health care provider (hcp) to find out if any intervention or actions will be performed and the outcome of this event. If additional information is received, a follow up report will be sent.